Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for review. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve leaflet motion restricted resulting in a need for a post-dilation was confirmed through review of the medical records. A review of the lot history, complaint history, and DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As noted, "patient required a balloon valvuloplasty of the 29 mm sapien 3 valve due to restricted motion of one of the bioprosthetic leaflets resulting in bioprosthetic valve dysfunction and increased gradients across the mitral valve", and "the balloon valvuloplasty was successfully performed. The restricted mitral leaflet was noted to be moving better and the gradient over the mitral valve decreased from 8 mmhg to 6 mmhg. The mitral valve area was 2.2 cm2." The patient had a medical history of kidney disease and hypothyroid, which can lead to valve leaflets calcification with thickened leaflets leading to restricted leaflet motion. In addition, it was likely that the post-dilation loosened the leaflets and allowed the leaflets to move better. In this case, available information suggests that patient factors (kidney disease and hypothyroid) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field specialist, approximately eight (8) months post transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 valve inside a 33 mm surgical valve, one of the valve leaflets began to not function appropriately. It was observed on an echocardiogram to be restricted and not opening well. The patient was symptomatic and believed to be presenting shortness of breath (sob). The valve was dilated, and leaflet functionality improved.

Manufacturer narrative:
Additional information received via medical records revealed the patient required a balloon valvuloplasty of the 29 mm sapien 3 valve due to restricted motion of one of the bioprosthetic leaflets resulting in bioprosthetic valve dysfunction and increased gradients across the mitral valve. The balloon valvuloplasty was successfully performed. The restricted mitral leaflet was noted to be moving better and the gradient over the mitral valve decreased from 8 mmhg to 6 mmhg. The mitral valve area was 2.2 cm2. The investigation is still ongoing.